Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. The permanent cautery hook was analyzed and found to have the distal clevis broken. The broken piece was not returned, measuring roughly 0.252" x 0.218" in size. The permanent cautery hook was found to have the plastic proximal clevis broken. The broken piece is not missing as a result of breakage. There was no complaint against the permanent cautery hook instrument to assess the effect of its failure. The probable root cause of a broken/cracked distal clevis is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument's distal clevis. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
The permanent cautery hook instrument was an incidental return included along with another product being returned for an engagement issue. No allegation was made against this product. Follow-up was performed with the customer in attempt to identify the issue with the instrument. However, as of the date of this report, no further information has been received.